Event description:
It was reported that during an orif of the distal humerus, the tip of a driver broke off during. It did not break into the wound and there was nothing to retrieve. The surgeon used another driver to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the screwdriver shaft was returned with half of the t8 stardrive tip broken off. Three of the tips are sheared off at or near the transition to the shaft and three tips are still attached with the full length all the way to the tip. The tip is significantly twisted (approximately 45 degrees) in the direction of tightening a screw. The broken tip fragment was not returned for evaluation. Slight corrosion exists at the part number and lot number etches, and a small patch of corrosion exists on the shaft on the opposite side if the etches. The design of the device was reviewed and is adequate for its intended use. The design did not contribute to this complaint condition. This screwdriver shaft is made from x15tn which is a standard material for stardrive screwdriver shafts. The tip is standard t8 stardrive geometry, and the cannula is of an appropriate dimension to mate with the required k-wire. The returned device shows evidence that excessive torque was applied causing the complaint condition. The returned device was manufactured in september 2006 and is over 6 years old. This is the sixth complaint for this condition in the 2 year history with over 1,025 sold in the same timeframe resulting in a complaint rate of 0.59 percent based on sales. Since this instrument is used repeatedly, the rate based on usage would be significantly lower. The risk analysis (se244696, version ad) adequately addresses this complaint condition as less severe with a moderate severity of harm 3 and an unlikely probability of occurrence 2. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. Excessive torque was applied to the shaft causing the complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.